Event description:
Patient presented with hematuria; lab work showed elevated ldh and elevated free hemoglobin; vad interrogation did not show any power spikes. Patient complained of generalized fatigue one-two weeks prior. "H" was listed as 1a starts because of this complication and subsequently underwent a heart transplant on (B)(6) 2015.